Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose (bg) value was "high" on cgm. The customer address their bg by changing the pump supplies. Customer successfully reset their pump and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.